Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected and under microscope observation, contamination (bodily fluid) was found within the pump. Due to the contamination, the pump was not functionally tested. The pump was leak tested and no leaks were found. The reason for mechanical issue and hole/perforation could not be determined due to insufficient information to determine the most probable cause for the reported issue.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and tubing replaced due to a crack in the tubing. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump and tubing replaced due to a crack in the tubing. No patient complications were reported.